Event description:
A dentist was positioning a cabinet mounted dental light for use by swinging the light arm pole from sick cabinet around towards the pt, when the light pole broke at the cabinet mount bracket area and fell down towards the floor striking the dentist on the heart. The dentist was not injured by the light.

Manufacturer narrative:
Mechanical tests performed could not duplicate failure. Currently, in the process of evaluating by destructive test (replication of installation).